Event description:
During an esophagogastroduodenoscopy (egd), the physician used cook endoscopy captura serrated forceps with spike. The forceps reportedly created tearing of the tissue resulting in increased bleeding. The procedure was finished with these forceps and the reported increased bleeding did not require medical intervention. No additional medical procedures were required due to this occurrence. The patient did not experience any adverse effects due to this observation. A foreign object did not have to be retrieved from the patient.

Manufacturer narrative:
Evaluation: we could not confirm the report because the product said to be involved in the procedure was not returned to cook endoscopy. One unused device from the same lot was returned for evaluation. This device was returned to the approved supplier for evaluation. The following information was provided by the supplier. The evaluation of the product could not confirm the report. The forceps functioned properly and are within the appropriate manufacturing specification. A product discrepancy or anomaly that could have contributed to the reported occurrence was not observed. After a review of the device history record for the lot number said to be involved, we can report no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because none of the products from this lot remained in finished goods inventory. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of report is rare. Conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Hemorrhage is listed in the instructions for use as a potential complication associated with gastrointestinal endoscopy. The size of tissue sample or biopsy to be excised can be controlled by how the user handles the forceps. If excessive pressure was applied during advancement into the tissue or during handle manipulation, this could have contributed to the reported observation. The instructions for use direct the user to advance the forceps into the tissue at the desired biopsy site. Then the user is instructed to close the forceps around the tissue while using slight pressure on the handle. The user is instructed to maintain gentle handle pressure to keep the cups closed and gently withdraw the forceps from the site. Prior to distribution, all captura serrated forceps with spike are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: no corrective action warranted at this time because this report could not be verified. A discrepancy or anomaly was not found during our evaluation of the unused product. The complaint risk priority number (cprn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no further action is warranted at this time. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.